Manufacturer narrative:
An investigation was performed and the customer experience of catheter shocking the patient when activated was not confirmed. The customer experience of a break in the insulation in the catheter could not be confirmed. The device was received with several kinks; none of the kinks breached the outer shaft. The coil was examined; no breach of the fep coating was noted. The device passed continuity, resistance, and functional testing. Dielectric testing was conducted and the unit passed. The customer experience could not be confirmed. Possible contributing factors such as ancillary device interaction and procedural technique could not be evaluated in this investigation.

Event description:
Customer stated that the patient felt a shock from the catheter. Customer felt that the product looked like there was break in the insulation. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.